Event description:
A report was received that the patient experienced discomfort at the lead site, feeling like the distal tip of the leads were superficial and in danger of erosion over time. The patient underwent a revision procedure to correct the depth and position of the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30cm.